Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she said that essure was removed by cutting the implant. She will ask hospital to send implant to bayer for examination. Further information will be expected. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: reporter is also patient. Essure was removed by cutting the implant. Reason for essure removal was perforation of fallopian tube already at time of insertion (in 2011). She will ask hospital to send implant to bayer for examination. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of fallopian tube perforation ("fallopian tube perforation "), device dislocation ("right side implant was not settled well") and genital haemorrhage ("heavy bleedings / heavy vaginal bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "removal of right coil by hysteroscopy, coil pulled and cut" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful insertion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and endometriosis ("mild endometriosis scar noticed in sacrouterine ligament"). The patient was treated with essure removal by hysteroscopy, coil pulled and cut on (B)(6) 2011 and hysterectomy on (B)(6) 2018 with essure removal. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, procedural pain, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia and genital haemorrhage to be unrelated to essure. The reporter considered device dislocation, endometriosis, fallopian tube perforation and procedural pain to be related to essure. The reporter commented: reporter is also patient. Essure was removed by cutting the implant. Reason for essure removal was perforation of fallopian tube already at time of insertion (in 2011). She will ask hospital to send implant to bayer for examination. During hysterectomy it was seen that the left coil was in situ in cornu, so it did not anyway explain heavy bleedings. Mild endometriosis scar was noticed in sacrouterine ligament area, which explained previous pain during sex. Samples were not available because the implant that was not settled well was removed several years ago and the one recently removed was sent to pathology together with the uterus. Diagnostic results: (B)(6) 2018 - hysterectomy findings: left coil was in situ in cornu, mild endometriosis scar in sacrouterine ligament area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case 2018-160045 (MFR number 2951250-2018-03708) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporters, lab data, essure insertion and stop date, events right side implant was not settled well, heavy bleedings / heavy vaginal bleeding, painful insertion, pain during sex, mild endometriosis scar noticed in sacrouterine ligament and removal of right coil by hysteroscopy, coil pulled and cut added. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.